Event description:
Pt with diabetic ketoacidosis, sepsis, and persistent hypotension. Central line placed in left subclavian vein for cvp measurement. Dilator left in central lines. When catheter removed to float line, dilator found to be separated from hub and dilator passed into superior vena cava. Attempt to retrieve dilator via femoral vein was unsuccessful. Pt transferred to another center for continuing care. Facility has been informed pt died on friday, 4/8/94.